Event description:
The customer reported that the 9900 system had a communications fault error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.